Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Reportedly, only one proglide device was used to close a puncture site greater than 8f. The electronic perclose proglide instructions for use (eifu) states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported that a puncture closure of the right common femoral vein was attempted using a proglide device with a 12f sheath after a cardiomems interventional procedure. Reportedly, no femoral angiogram or other imaging was taken to verify the puncture site. The proglide was advanced in the vein with no resistance. Before deploying the foot of the proglide, the proglide device became stuck and could not be removed from the vessel. The patient was taken to surgery to remove the proglide device from the patient anatomy. It was found that the black distal sheath portion of the proglide had separated from the device. All portions of the proglide device were removed from the patient anatomy. Hemostasis was achieved with surgical suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.